Event description:
During a diagnostic catheterization, the catheter balloon burst causing transient hypoxia and hypotension requiring ventilatory support and epinephrine. Date of use: 2008. Diagnosis or reason for use: cardiac catheterization for congenital heart disease. Event abated after use stopped: yes.